Event description:
The customer contacted stryker to report that their device did not follow energy sequence during defibrillation. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: no device problem found. Section h6 results code of initial MDR should indicate: usage problem identified. Section h6 conclusion code of initial MDR indicates: cause not established. Section h6 conclusion code of initial MDR should indicate: cause traced to user. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The service technician observed that the device correctly followed the energy sequence of 200-300-360 j. The root cause of the reported issue was the customer pressing the energy select button while the device was in AED mode. Per the lifepak 15 operating instructions, the device will switch from AED mode to manual mode if the energy select button is pressed. The lp15 device does not follow the automated energy protocol in manual mode. The customer was advised that pressing the energy select button removes the device from AED mode and that the device does not follow the automatic energy sequence in manual mode. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be user error.

Event description:
The customer contacted stryker to report that their device did not follow energy sequence during defibrillation. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.